Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has not been returned for evaluation. The cause of the purge leak, pump stop, and purge cassette failure was not determined since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. On day four of impella cp support it was reported the device exhibited purge system open, the staff noticed that the yellow luer was broken off, two days later the pump stopped. Additionally, there was an air in the system issue, the staff replaced the cassette, however this did not resolve the issue. The physician decided to explant the device and replace with another impella cp. No report of patient harm or injury.